Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that on (b)6) 2025, a beta bionics ilet user experienced a cracked touchscreen on the device. The user was unsure how the damage occurred but confirmed the screen remained functional. A device replacement was arranged. No medical intervention was required.